Event description:
The user facility reported a 64-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cannula kinked during introduction of the repo sheath. When the pump was pulled back, straightening out the cannula, flows were reduced and the physician decided to replace the pump with another impella cp. There was no patient harm.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported cannula kink has been completed. The cannula was returned for evaluation. Upon visual inspection, a kink was found. No other issues were found on the rest of the pump. The pump ran without an issue under the bench test. The root cause was due to a kink in the cannula.